Event description:
Pt reported an alleged leak was first noticed during a series of fills as there was "no restriction". A fluoroscopy was performed a few months later that confirmed the leak. The pt stated they are "undergoing another surgery to repair or place the leak." Further follow-up with the pt noted that they had also experienced dysphagia due to "an object" that got "lodged and irritated my esophagus and caused to swell." The event was not device related, but the physician did have to remove "all but 3cc of fluid."

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."